Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention that occurred on (B)(6) 2011 around 1:00am. Pt reported feeling symptomatic with a prodigy reading of 103mg/dl. She tested again and received a readings fell to 63mg/dl. The pt said the meter froze at this reading and would not shut off. Pt's husband drove her to the hospital and the ER meter read 214 mg/dl. It was 378mg/dl on the prodigy meter when a test was taken 2 minutes after that off ER's. Pt had an EKG and a physical test done but did not receive any treatment. The doctor told the pt that she overtreated an inaccurate result. Pt was discharged after approx 2 hours, with blood glucose result of 230mg/dl. Pt was advised to follow up with doctor. Prodigy sent replacement along with a prepaid envelope for return of suspect products.

Manufacturer narrative:
Pt did not return suspect product(s), thus eval could not be performed.